Manufacturer narrative:
While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Device remains implanted.

Event description:
It was reported that after implant on (B)(6) 2017, the patient was stable on pressors, inotropes, and "ino" but flows were still under 2 liters. The patient was brought to the cath lab and a tandem was placed. The tandem was at 7300 with flows of 3.7. The flows on the hvad increased to 2.9 and 3. The cause of the low flow was determined to be right heart failure. The low flow alarms resolved with the right heart support with the tandem. The medical team did not feel it was device-related. The patient is slowly improving but is still critically ill but stable.